Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, 98% stenosed, mid circumflex artery after pre-dilatation with a 2.0 x 12 mm unspecified balloon dilatation catheter (bdc) a 3.0 x 28 mm xience prime stent was deployed, however, a distal edge dissection was noted. A second xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.